Event description:
It was reported that a spectrum pump had an issue of failed flow rate accuracy test (values of 21.056g and 21.044g) during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, failed flow rate accuracy test was reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a vtbi of 40 for a one hour run time. The delivered amount was 42.458 and the error percentage was at 6.145%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.